Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged a week after implant. The lead was revised and repositioned. A week after the lead was repositioned, the lead dislodged again and inappropriately shocked the patient with shock therapy. The lead was found to have high thresholds and electrocardiogram shows noise on the lead. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.